Event description:
It was reported that a venture catheter was selected for use for a case in which the pt had a difficult lesion in the mid-circumflex coronary artery that was difficult to wire. The physician used a choice pt wire, but he could not get the wire to go down the circumflex artery. The venture catheter was then prepped and put into the pt. The st. Jude medical sales representative instructed the physician to wire the left anterior descending artery (lad) and pass the venture catheter over the wire to the target area. It was then recommended to bring the wire into the venture catheter and deflect the tip slightly to enter the circumflex artery and then bring the wire down the circumflex. The physician felt that he was trying to get into the circumflex artery, but there was a lip of calcium at the entry point that was made it difficult. The physician attempted several times, but could not get into the artery. The physician then noted that the lad had a dissection and the flow was occluded. A balloon pump was ordered, but was not placed. The physician was able to stent the lad, the pt was stable, and sent to cicu for recovery. Two days later, the pt was taken to surgery for bypass surgery. The pt was reported as stable and has recovered. This was the second time the physician had used the venture catheter.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The venture wire control catheter instructions for use (IFU) warns to not activate the catheter tip or rotate the catheter in a tight lesion. Vessel damage may occur. The venture wire control catheter instructions for use (IFU) cautions the user to pay special attention when advancing or withdrawing the venture catheter or procedural devices. Never push, withdraw or torque any component that meets resistance, as this could cause kinking or breaking. If resistance is felt or noted, use fluoroscopy to help guide device manipulation. If the cause of resistance cannot be determined, the user should withdraw the catheter and guidewire as a system. The venture wire control catheter instructions for use (IFU) indicate that a possible adverse effect is perforation of the vessel wall, vessel damage, or vessel trauma.